Event description:
Two patients on different machines on the same day noted dialysis alarm sounding. Alarm showed "blood leak" meaning that dialysate tubing tested positive for blood outside the extracorporeal system. Treatment was immediately terminated. He was moved to a different machine with a new set up. Pt #2 also had infiltrate of his fistula. He was also placed on a different machine with a new set up. Both pts were discharged home. Pt #2 returned to the ed and was admitted with rash and dysphagia. The next morning he had gross hematuria. Symptoms resolved with treatment and pt was discharged home. Dates of use: (B)(6) 2011 to date. Also see (B)(4).